Event description:
The ge oec 9800 fluoroscopy system would not x-ray. The system was inoperable.

Manufacturer narrative:
A ge oec service rep investigated the issue and cleaned and re-greased the high voltage candlesticks, replaced the x-ray controller pcb and re-seated all other pcbs. Additionally, there was a complete generator re-calibration performed. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.